Manufacturer narrative:
The returned strips and non-bayer control gave readings that averaged 10.4mg/dl high out of spec., and the readings were not marked as controls. The returned strips were tested with in-house contour next control and gave satisfactory performance.

Event description:
The customer initially called regarding low control readings on the contour next link when using a non bayer control solution. The complaint did not meet the criteria to be reported at that time. No adverse event was alleged. The customer returned the control and strips for evaluation.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.